Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for high, out of range, high voltage lead impedance on the right ventricular channel. In-clinic testing yielded measurements within the normal range. The device was programmed to a different shocking vector and remains implanted. The patient will continue to be followed remotely.